Event description:
Pt undergoing a lumbar fusion with pedicle screws, l4-s1 bilaterally. Pt "asa iii risk" uneventful induction and placement of central line. A blood collection/processing/reinfusion machine was in use. Pt experienced difficulties thought to be a large air embolus associated with use of this equipment. Procedure aborted, pt died several days later in ICU.